Event description:
It was reported that the device leaks. There was no additional information provided.

Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Manufacturer narrative:
Additional information d4, UDI, and g5 are unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The technician started with a visual inspection then filled tank with water, attached temp check, plugged in line cord, and turned on the power switch. Performed functional tests. The device leaks from the cracks in the tank cover confirming the customer complaint. The root cause of the reported issue was found to be overtightening the tank cover screws by the customer cracked the corners. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. It was reported that the reported failure resulted from a known supplier issue related to tank cover cracking due bowing. The reported issue was addressed through supplier corrective action request (scar).

Event description:
Additional information received via email 25 mar 2022. Event date unk. Unknown if patient involvement.